Event description:
The representative reported, that a motor stall had been confirmed by a rotor study (exact date was not provided). There had been no patient symptoms reported; the device would not be replaced. The drug used in the pump was morphine. Additional information has been requested from the physician.

Manufacturer narrative:
.